Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, h6

Event description:
Histopathological marker cd30+ has been received. Histopathological marker alk- has not been received. Hence lymphoma-alcl is not confirmed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, h6, h7, h9.

Event description:
Healthcare professional provided a pathology report. Pathological markers cd30+ and alk- confirming alcl have now been received.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "grade 4 capsular fibrosis, with perifocal seroma", "immunohistochemically, the atypical cells are positive for cd30 and ema with negativity for cd3, cd2, cd68 and cd163", "massive swelling" and "redness". The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification to b3 partial date of event: "date of occurrence. Around 2022" was reported. It was further reported, "currently, on (B)(6) 2025, the patient sent me a picture showing a noticeable finding of massive swelling, redness, and clear capsular fibrosis on the right side." Continued e1 phone number: phone (B)(6). Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "grade 4 capsular fibrosis, with perifocal seroma", "immunohistochemically, the atypical cells are positive for cd30 and ema with negativity for cd3, cd2, cd68 and cd163", "massive swelling", "redness", pain, "severe swelling", and "tension sensation". Histopathological markers are reported and specific (cd30 positive and alk negative). This record is for the right-side. The device has been explanted and discarded. Chemotherapy and radiotherapy were additionally reported as treatment.